Manufacturer narrative:
H6: type of investigation: lens work order search: no similar complaint type events reported for units within the same lot. Claim#: 733864.

Event description:
The reporter indicated that on (B)(6) 2024 a 12.6mm vticmo12.6 implantable collamer lens of -13.50/1.0/074 (sphere/cylinder/axis) tore, broke during injection, delivery into the left eye (os). The lens was implanted, removed and replaced intraoperatively with no patient injury and the problem resolved. Cause of event was unknown.